Event description:
During laerdal service for a report of "needs service, clock" prompt, the unit failed to shock at 200j and 300j until after several attempts, but at 360j the unit would not shock even after several attempts were tried. There were no displayed or audible messages to indicate failure. The "needs service, clock' prompt was caused by a low voltage clock battery and does not affect operation of the device for pt treatment.

Manufacturer narrative:
Reporter is a 3rd party servicer of laerdal defibrillators. They have been servicing defibrillators for laerdal defibrillators. They have been servicing defibrillators for laerdal medical corporation for about 10 years, using laerdal procedures and specified components. The customer said that this defibrillator was in an ambulance that had been out of service and had not been used for several months. They were checking the equipment before reactivating the ambulance and found the "needs service, clock" message prompting. They were not aware of any other problems with the defibrillator. The "needs service, clock" prompt was caused by a low voltage clock battery, measured during service at 0.48 volts dc. A low voltage clock battery prevents correct time and date maintenance but does not affect operation of the defibrillator for patient treatment and neither does the "needs service, clock" prompt. Replacing the clock battery corrected the internal clock problem. During laerdal service, the unit failed to deliver shock appropriately during test procedures and no warnings were given. The unit charged to the selected energy but did not deliver the charge. It took several attempts before 200j and 300j could be delivered, and at 360j the unit would not deliver the charge at all. The high voltage board was replaced and proper operation of the defibrillator was verified. This an unusual occurrence for which no trend exists.